Manufacturer narrative:
The lot number is unknown and the tracheostomy tube was discarded, and therefore not available for failure investigation. No analysis or conclusions can be drawn without the device or the lot number.

Event description:
The caller reported that his customer states that the disposable inner cannula (dic) tracheostomy tube is extending below the distal end of the outer cannula and has caused some bleeding in the patient's trachea. No other information was reported at this time. A follow up phone call was made to the caller for any new additional information, and he reported that the doctor had removed the dic tracheostomy tube and placed another one in the patient. The caller stated that the doctor did not do any treatments and there was no further reports of bleeding. The reported dic that was removed was discarded and there was no lot number.